Manufacturer narrative:
This incident is being reported to the FDA in an abundance of caution. The alleged issue of the irc5lx stationary concentrator sparking, smoking, and being engulfed in flames appeared to be confirmed based on the pictures provided. It can not be determined if the source was internal or external. There are many unknown factors in this incident, and it is unclear what caused this issue to occur. Invacare has requested the device be returned, and if additional information becomes available a follow up record will be filed. This device was manufactured by invacare (B)(4). However, due to the (B)(4) facility no longer being in operation the manufacturing location is being selected as invacare (B)(4). The device was manufactured february 2009 making it over 11 years old at the time of the incident. The device has an end of life period of 3 years which it has exceeded.

Event description:
The provider received a report from the consumers home that the unit was not working properly, and they had turned the unit off and unplugged it. They had gone to plug it back in and when they turned it on, they saw a spark and smoke. They took the unit outside and a few minutes later they state the unit was engulfed in flames. They stated that they smothered the fire with flour and water and left it in the front yard until the provider's driver came to pick it up.

Manufacturer narrative:
The reporter provided two additional pictures of the unit. They believed the damage was consistent with the user smoking while using the unit. The device received an evaluation. Utilizing existing complaint information, actual observations, and functional testing of the returned product in its "as received" condition, the complaint was confirmed for the concentrator being involved in a fire event. The unit is too far damaged to perform an assessment with 100% confidence of the precise location of the origination of the fire. After the visual inspection the general area where it appears the burning originated was near the patient outlet port. The damage could be consistent with the patient smoking but the cause can not be verified.

Event description:
The provider received a report from the consumers home that the unit was not working properly, and they had turned the unit off and unplugged it. They had gone to plug it back in and when they turned it on, they saw a spark and smoke. They took the unit outside and a few minutes later they state the unit was engulfed in flames. They stated that they smothered the fire with flour and water and left it in the front yard until the provider's driver came to pick it up.